Event description:
Surgeon engaged the harmonic scalpel handpiece. Once tissue was cauterized, the scalpel continued to fire. The surgeon removed his hand from the trigger and the handpiece continued to fire. The or staff pushed the hand activation button on unit to disable and turned machine off.ascent would like to obtain device for inspection and testing.